Manufacturer narrative:
Device received with no scratches on lcd display window noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing. No motor error alarm during testing noted. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. The customer reported that they received no delivery alarms and screen had scratches. The insulin pump will not be returned for analysis.